Manufacturer narrative:
On 2/7/2020, the mentor failure analysis lab received the device for evaluation. On 2/18/2020, device evaluation was completed. Device evaluation summary: during evaluation of the sample a crease was noted in the posterior view. Within crease a tear was observed, measuring approximately 3.5 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/11/2019, photo evaluation was completed. Upon visual inspection of the picture, it was observed a rupture in posterior view. No other anomalies were observed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown side deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with unknown age, sex, and race underwent revision breast augmentation with a 225cc mentor smooth round moderate profile and was presented with unknown side breast implant deflation on (B)(6) 2019. As a result, the device was explanted at an unknown date. The deflated device photo has been received without date of explant. Additional information has been requested and will be submitted when received.